Manufacturer narrative:
The insulin pump was received with missing segments and clear horizontal line in the middle of lcd glass. Also the insulin pump was unable to prime during the prime/a33 test due to faulty force sensor resistor. No a33 alarm noted. Unable to perform basic occlusion, excessive no delivery tests due to prime fill anomaly. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 8 mmol/l. The customer started that he changed his reservoir and set, it started squirting out and then he received an error twice. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.